Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer overcorrected by accidentally requesting and began delivering an unintended bolus of 20 units of insulin. Reportedly, the contact stopped the bolus at 17 units and removed the customer from the pump. The customer's blood glucose level was 35 mg/dl, and addressed by consuming carbohydrates. The contact requested assistance from tandem technical support on determining if the bolus will resume delivering the remaining 3 units when the customer resumes insulin on the pump. Tandem technical support educated the contact that the pump will resume basal delivery, and not the bolus request that had been stopped, and educated the contact on bolus calculations of the pump. At the time of the call the contact confirmed customer's bg level was 134 mg/dl, and had stabilized.